Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the proximal left anterior descending artery. During the two-year follow up in the clinic, it was noted the patient had a myocardial infarction. The patient was hospitalized and discharged after 14 days.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).